Event description:
The article, "case series of early structural valve deterioration of trifecta bioprosthesis - new zealand experience", was reviewed. The article presented a case study of an 79-year-old male with hypertension, stage 4 chronic kidney disease, history of smoking, diabetes, and dyslipidemia. It was reported that on an unknown date in february 2017, a 25mm trifecta valve was implanted in the patient with a concomitant coronary aortic bypass graft procedure. On an unknown date, the patient was diagnosed with asymptomatic murmur due to transesophageal echocardiography (tee) showing two regurgitant jets, one from the non-coronary and left coronary cusp and another from the non-coronary and right coronary cusp base. It was later reported on an unknown date the patient presented with heart failure. A decision was made to perform a transcatheter valve-in-valve procedure and implant a 26mm non-abbott valve on an unknown date 20 months post initial procedure. The article concluded the trifecta valve has an acceptable safety profile and offers good hemodynamics due to the externally mounted leaflets. However, their experience of early svd and failure is concerning for valve durability. Further comparison to other bioprosthetic valves and longer term follow-up are required to characterize the mechanism of failures. [(B)(6)].

Manufacturer narrative:
Literature article: case series of early structural valve deterioration of trifecta bioprosthesis - new zealand experience. As reported in a research article, aortic valve insufficiency/ regurgitation, heart failure, and central regurgitation were reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review, and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Using the device in a position not recommended in the instructions for use could have contributed to the reported event.